Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 23 mm sapien 3 valve in the aortic position, the commander delivery system balloon ruptured during valve deployment. There was no additional volume added to the balloon. The perceived root cause of the balloon burst was heavy calcification. The valve was implanted with good position, no rupture and no paravalvular leak (pvl). The patient was stable post procedure.

Manufacturer narrative:
The delivery system was returned with 3-way stopcock attached, unlocked distal position, half fine adjustment knob turned and no flexed. The delivery system was fully inspected, and the following was observed:  balloon burst confirmed - balloon burst radially and longitudinally; missing balloon material at inflation balloon (reported to have been pulled off at the site); distal leg of balloon bent outward; observed severe scratches on balloon shaft. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). The complaint was confirmed visually.  Dimensional analysis was performed and the single wall thickness of the inflation balloon near the observed burst was measured.  All measurements met specification. The complaint for balloon burst was confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified annulus. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. As reported, the patient had severe calcification in the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during product verification testing that occurs with every manufactured lot). No evident of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint occurrence rate did not exceed the march 2020 control limit for the applicable complaint trend category, and no edwards defect was identified in the evaluation, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.